Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) needs service and that they have no information on the error code at this time. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.